Manufacturer narrative:
A supplemental MDR was filed to correct the unique identifier (UDI)

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 pocket a5 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer has ensured that all onboard lights are illuminated. Additionally, the drawer has been disconnected, followed by a power cycle, reconnection, and successful execution of diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 pocket a5 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.